Event description:
On august 9, 2021, genmark was advised of unexpected negative results, for sars-cov-2 on the rp2 panel tested on august 6, 2021. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and that coronavirus was detected. No signal for sars-cov-2 was generated. The customer retested a second sample from a different nps collection and obtained the same not detected result on the eplex rp2. That sample was tested with the single use (cepheid) sars xpert xpress sars-cov-2 assay and was positive for the sars-cov-2 while a repeat test with the cepheid test was negative for sars-cov-2. The following CT values for the cepheid test were provided: cepheid: n2 gene= 37.2 na and e gene= 35.7 na. Cepheid repeat (2nd sample collection): e and n2=0. Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 53998240) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).